Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 550:320:654:0000 was not confirmed and not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. Baxter will continue to monitor similar reports to determine if further actions are required. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "550:320:654:0000 ". This condition had the potential to interrupt delivery. This event occurred during power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.